Event description:
Rptr indicated that a handheld computer's screen was freezing after interrogations. Troubleshooting was reported to resolve the issues, but the recurrence of the issues had become frustrating. A new handheld computer was sent to the site and the device has been rec'd and is awaiting analysis.